Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the scroll compressor was not running smoothly and consistently. It was giving erratic pressures and vacuums. The compressor had recently been replaced during the 5000 hour preventive maintenance. The fse replaced the scroll compressor. The fse completed the diagnostic and performance tests with pressure and vacuum calibrations. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a scroll compressor, with a reported unit failure of an error code 14 and erratic pressures. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in a cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Could not confirm any of the reported failures. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during start-up the cardiosave intra-aortic balloon pump (iabp) unit displayed error 14, bad compressor. There was no patient involvement reported.